Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 09nov2022. H6: investigation summary: two open pen needle samples were returned from an unknown lot. No., cat. No. Unknown. A clog test as per q-sop-183-dl was carried out on the returned samples and no issues were observed. See attached data collection form. No DHR review can be carried out as lot number is unknown. No issues were observed with the retuned samples therefore no root cause can be identified.

Event description:
It was reported that the unspecified bd pen needle was partially blocked. The following information was provided by the initial reporter: needle (partially) blocked.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4).

Event description:
It was reported that the unspecified bd pen needle was partially blocked. The following information was provided by the initial reporter: needle (partially) blocked.